Manufacturer narrative:
Info has been provided as requested. Section f1-f14 has been completed by the MFR. Info has been requested from the user facility. If info is received, a supplemental report will be submitted. Eval results suggest that the cause of this event was attributed to some factor external to our product. The results of testing similar batch lots of product indicated no mixing anomalies. It is believed that the environmental conditions of the or may have affected the set-up time of the cement.

Event description:
The units of cement set prematurely. It has also been indicated that the set-up room was very warm. There was no adverse consequence for the pt.